Event description:
It was reported that balloon twist and removal difficulty occurred. The 30-40% stenosed target lesion was located in the mildly tortuous and mild to moderately calcified vessel below the knee. A 3.5mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon was inflated for the second time at 2 atmospheres. After deflation, the balloon would not rewrap and felt bunched up. Several attempts were made to remove the balloon which was difficult and resulted in loss of wire access. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).